Manufacturer narrative:
Product was discarded by the hospital. No examination was performed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. According to the informations provided on august 2018 , the recurrence of this type of issue for this product range , investigation showed that the root cause is related to a mishandling during prothesis repositionning as when trying to reposition implant, it disassembled. As described , the implant teeth were already into the vertebrae , in addition the distractor was released. As indicated in st : "during and after insertion, avoid lateral and rotational movements of the implant-to-peek cartridge assembly." & " if necessary to correct a rotated device or for lateral implant adjustments, distraction of the disc space is required to prevent implant-to-peek cartridge disassembly in situ. The root cause is related to a user error. The investigation found no evidence to indicate a device issue.

Event description:
Mobi-c p&f us : difficulty during impaction, implant disassembled. From information provided, device was impacted into disc space. Then "it was determined that the device needed to be advanced more posteriorly". After several attemps to reposition the device, "surgeon took out caspar pins" and when trying to "back device out", the "device came apart". Surgery was completed successfully with another device. No impact on patient. No delay of surgery more then 30 min. Additional information was received on ,6 th july 2018 "the surgery was completed successfully with another implant of the same size 15x15. The surgeon used two distraction pins and a retractor for surgery and impacting of device." Additional information was received on august 2018 "the distraction was released after trying to reposition the device." "The implant teeth was into vertebrae" "a rotational move was done while repositioning the implant" "perhaps a little bit resistance was encountered a resistance".

Manufacturer narrative:
Product was discarded by the hospital. No examination was performed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional request were asked about the surgical steps followed. Investigation still in progress. Conclusion not available yet.

Event description:
Mobi-c p and f us : difficulty during impaction, implant disassembled. From information provided, device was impacted into disc space. Then "it was determined that the device needed to be advanced more posteriorly". After several attempts to reposition the device, "surgeon took out caspar pins" and when trying to "back device out", the "device came apart". Surgery was completed successfully with another device. No impact on patient. No delay of surgery more then 30 min. Additional information and clarification on surgical steps were requested.